Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the valve of the sheath was leaking blood after it was introduced into the patient¿s right atrium. The sheath was replaced, and the procedure could be finished successfully without any adverse consequences for the patient.